Event description:
The needle hub falls off when the syringe is administered to the patient with medication.

Manufacturer narrative:
So far, no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. Complaints received for this device and reported condition will continue to be tracked and trended.